Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. H6: health effect - clinical code, type of investigation.

Manufacturer narrative:
D10 concomitants: (B)(6), 308-16-00 - taper locking screw 100. (B)(6), 308-10-75 - 75mm middle segment modular. (B)(6), 308-01-07 - 7x80mm distal stem modular cemented. (B)(6), 320-38-10 - equinoxe reverse 38mm humeral const liner +0. (B)(6), 308-10-25 - 25mm middle segment modular. (B)(6), 308-10-00 - med prox body +0. (B)(6), 308-05-27 - distal fixation ring ha 27.5. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-20-00 - eq reverse torque defining screw kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised 4 years 3 months post operation. The revision was an exchange of liner for an infected exactech hrp. The liner and tray were removed, tissue debrided and a new liner and tray were implanted. Patient was last known to be in stable condition following the event.